Event description:
My husband accidentally used clear care contact solution instead of his normal multipurpose solution. He experienced burning and pain in his eye. Even though the bottle had a warning label, his vision is very bad without his contacts in so it was impossible to read the label. The box does not have any significant warnings that would indicate that clear care is different than regular solution. Clear care is sold on the same shelf as regular multipurpose solution which is confusing to the general consumer. A red tip and small warning label are not enough to warn people that the product is different. Perhaps a different shaped bottle or making this product a prescription product would help prevent injuries. Even if it is sold as an over the counter product, it might help if it has to be purchased from a pharmacist which would allos some education to be given at the point of sale. Luckily, we were able to flush his eye with water and he only sustained minor injuries. It's unacceptable that such a dangerous product does not come with stronger warnings or clearer instructions. Diagnosis or reason for use: contact cleaning. Event abated after use stopped or dose reduced: yes.